Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the battery was discharged. The clinical diagnosis was chronic low back pain and chronic lower extremity pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that there was a loss of therapeutic effect. The spinal cord stimulator (scs) implantable neurostimulator (ins) was unable to be analyzed, telemeteried, and reprogrammed. The patient experienced chronic low back pain and new left lower extremity pain. The patient had not turned on device since the implant date. The etiology was noted as related to subject non-compliance.

Event description:
The healthcare professional (hcp) of a clinical study reported that the patient was unable to recharging the implantable neurostimulator (ins). The outcome was resolved without sequelae. Interventions included explanting and not replacing the entire system. The patient reported that the spinal cord stimulator was unable to be analyzed, telemetried, and reprogrammed. The etiology was reported as possibly related to the device or therapy and unlikely related to the procedure. The etiology was noted as related to a depleted battery. There was a loss of therapeutic effect. Relevant medical history included: spinal pain

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.